Manufacturer narrative:
The sample was urine. Retain devices from the complaint lot (0070221) and another lot (0080220) were tested by bci using controls, confirmed positive clinical urine sample and the customer's urine sample. Expected results were obtained for both lots. The test lines on the complaint lot using the urine sample were weaker than the other lot, but were still readable positive. The customer did not return the patient serum sample. The complaint was not confirmed as devices performed as expected. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant urine (-) vs. Serum (+) test results obtained from icon 25 test kit and other method. The result was not reported out of the laboratory. The customer did not receive any report of death or injury attributed or connected to this event.